Event description:
There was an allegation of a questionable ise indirect gen 2 sodium result for one patient sample from the cobas integra 400 plus. The initial result was 119 mmol/l. The patient was sent to the ER where a new sample was drawn. The result from the new sample was 130 mmol/l. On 08-mar-2024, the original sample was repeated and the result was 129 mmol/l. The repeat result was believed correct.

Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer found sample probe c was occluded. He replaced the probe and checked the ise unit using diagnostic tools. He ran a successful calibration and precision testing study. The investigation determined the service actions resolved the issue.